Event description:
It was reported that prior to abdominal aortic aneurysm repair, a hematoma developed during insertion of the sheath introducer in the ij. Repair to the right common carotid artery and evacuation of right neck hematoma was performed. The pt recovered without further complication.